Event description:
(B)(4). I'm always in pain on my right ovaries even during sex I bleed after sex as well. My period would last a whole month at time and sometimes three weeks. My lower back hurts. There's time where I'm just laying down in bed cause I'm in pain badly.